Event description:
Customer reported that their pump had an undefined malfunction. There was no reported impact to the customer's blood glucose level. Tandem technical support instructed the customer on troubleshooting steps, including checking the power source and attempting a restart, but the issue was not resolved. The pump's red led was blinking, and it was vibrating intermittently. As a resolution, technical support arranged to send a replacement pump, confirmed the customer understood the setup steps, and planned to provide training through the customer's tandem source account. The customer agreed to return the defective pump using a provided shipping label and reverted to an alternate method of insulin delivery.